Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the blade broke off during use and was recovered. Case completed with another device of the same product code. There were no patient consequences reported. One device will be returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.